Event description:
The customer reported that the device had a red x and the logs showed a battery error. There was no patient involvement.

Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted upon completion of the investigation.